Event description:
It was reported there were episodes of low morphology scores observed on the device. No inappropriate therapy was received. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.